Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. (B)(4).

Event description:
It was reported that the customer had normal blood glucose level of 5 mmol. It was reported that the insulin pump of the customer alarmed no delivery. The customer reported being hospitalized. The customer reported changing the infusion set and reservoir four times. The customer was advised that the insulin pump would need to be replaced. No add'l info was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.